Event description:
This report summarizes 19 events for the failure: detachment of device or device component. 15 events had problem identified during non-clinical procedure; there was no patient involvement. 3 events had no health consequences or impact. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 16 devices were received. 3 devices had investigation types that have not yet been determined. Additional information: 19 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99156. Supplemental rationale, corrected data: b5, h6, h11. 19 previously reported events were included in this follow-up record. Product return status. 16 devices were received. 3 devices were not available for evaluation. Evaluation findings (results/components) 3 devices: fracture problem / bearings 3 devices: no findings available / part/component/sub-assembly term not applicable 9 devices: wear problem / bearings 1 device: degradation problem identified / device ingredient or reagent 2 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: degradation problem identified / bearings product disposition 15 devices: scrapped by stryker 3 devices: product not received 1 device: scrapped by customer

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 19 events for the failure: detachment of device or device component. - 15 events had problem identified during non-clinical procedure; there was no patient involvement. - 3 events had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.